Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor display was blurry and it was turning off when in use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor screen being blurry and turning off while in use was not confirmed. Multiple attempts were made to obtain additional information from the customer regarding the event (including what troubleshooting was performed, if the issue resolved, if photos of the screen could be provided, and if the system monitor would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section f entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08may2024. No further information was provided. The manufacturer is closing the file on this event.